Event description:
Event description guidant received information that the non-guidant right ventricular (rv) lead and guidant left ventricular (lv) lead impedance is elevated and out of range. Thresholds were also high. Pocket manipulation did not affect the measurements. The physician suspects the lv lead may have dislodged. Guidant received additional information that the paitent died the following day, from unknown causes.